Event description:
Received a voice mail report from this hemodialysis user facility who initially reported that a pt's death had occurred. The initial reporter was contacted for add'l detail and further info regarding this event. During this call conflicting details were given to fmc and we are currently unable to clarify them, as we have had no add'l response to our inquiries. The conflicting details were 1) the death occurred either while the pt was undergoing dialysis or at the ER and 2) one fellow at the hospital felt it was a pt reaction, but the facility felt that it was not a reaction. Also of note is that this pt had been prescribed this dialyzer and had been receiving dialysis with use of this dialyzer with no reported adverse events. The initial reporter also stated that this pt was a very sick man with multiple medical issues. If add'l info is received from the reporting facility, which clarifies the reported event, a supplemental report will be filed.

Manufacturer narrative:
It is the opinion of fmcna, that there has been no appropriate info received from the reporting facility in regards to the pt death in order to make a reasonable judgement, as to the relationship between the reported incident and the dialyzer. It is also the opinion of fmcna that the cause of death is due to the medical condition of the pt and not the dialyzer.